Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon interrogation, the patient's right atrial lead exhibited high pacing impedance. The patient then presented in-clinic experiencing heart failure, and in-clinic interrogation revealed that the ra lead had further exhibited failure to capture, decrease p-wave amplitude, and high capture thresholds. The ra lead was capped and replaced on (B)(6) 2021. The patient was stable throughout the event.